Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-48807; related manufacturer reference number: 2017865-2022-48808. It was reported that the patient presented in the clinic due to pacemaker pocket infection. Upon examination, the pacemaker, right ventricular (rv) lead and the right atrial (ra) lead were eroded through the pacemaker pocket. The entire pacemaker system was explanted due to pacemaker pocket infection and erosion. The patient's condition was stable.